Event description:
It was reported that the patient had a return of symptoms following exposure to a security gate at the tampa airport. Specifically, the patient was standing to the side a few feet away of a full body scanner and did not walk through (she had a full "pat down"). Her implantable neurostimulators (ins) was on she arrived at the airport but after the security gate exposure they were found to be off. She then turned both devices back on but experienced the return of symptoms. Additional information was requested, but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-01178

Manufacturer narrative:
Lead model 3387s-40, lot #v475750, implanted: (B)(6) 2010, explanted: na; extension model 7482a51, serial #(B)(4), implanted: (B)(6) 2010, explanted: na; left side: neurostimulator model 7426, serial #(B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3387s-40, lot #v475750, implanted: (B)(6) 2010, explanted: na; extension model 7482a51, serial #(B)(4), implanted: (B)(6) 2010, explanted: na.